Event description:
It was reported that during implant, the silicone rubber pad over the right ventricular (rv) lead electrode came apart. The rv lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the electrode (tip electrode) and the outer insulation was breached cut. Analysis visual comments noted that by design this is how the lead is manufactured.